Event description:
The customer reported that when the invasive blood pressure apb on a patient dropped at 9:15 am, the ICU personnel did not recognize the alarm. Then at 9:35, a red arrhythmia alarm for ventricular tachycardia occurred. The pt was paced, but the arrhythmia monitoring didn't recognize the paced beats, therefore the system detected the paced beats as normal beats. The pt expired.